Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high roche diagnostics cobas elecsys anti-tpo result for one patient sample. The initial result using reagent lot 220845 was 125 ku/l and was reported outside of the laboratory to the doctor. On (B)(6) 2018, the sample was repeated using reagent lot 288439 and the result was result of 10 ku/l. There was no allegation of an adverse event. The expiration date for reagent lot 220845 was requested but was not provided. All other sample results originally tested with reagent lot 220845 and repeated with reagent lot 288439 were comparable.